Manufacturer narrative:
Information documented in the peloris adverse event form detailed that the "over-processed" tissue reported by the complainant in 19 of 76 cassettes comprised biopsies of various tissue types processed using a "factory 4hr xylene standard 2" protocol, which started in retort a at 17:17pm on (B)(6) 2019 and completed at (B)(6) 2019. Manufacturer evaluation of the instrument logs provided showed that the tissue samples exhibiting sub-optimal tissue processing are derived from the "factory 4hr xylene standard 2" protocol comprising 76 cassettes, which started in retort a at 17:17pm on (B)(6) 2019 and completed at (B)(6) 2019. Investigation of this complaint found that the instrument operated within specification during execution of the "factory 4hr xylene standard 2" protocol started in retort a at 17:17pm on (B)(6) 2019, from which sub-optimal tissue processing was identified in 19 cassettes containing biopsies of various tissue types. The facts suggest that the root cause of the sub-optimal tissue processing reported by the complainant was use of a protocol of inappropriate duration for the size of the tissue samples being processed. Section 8.2.1 of the leica histocore peloris 3 user manual tabulates the recommended protocol duration for maximum tissue dimensions and different specimen types. Specifically, it is recommended that endoscopies and needle biopsies of breast and prostate with a maximum thickness of 1.5mm diameter are processed using a 1hr protocol; and all biopsies with a maximum thickness of 3mm diameter (gi biopsies, renal, prostatic, hepatic and breast cores, punch biopsies of skin, small colonic polyps) are processed using a 2hr protocol. In this instance, biopsies of various tissue types (unspecified) had been processed using a four (4) hour protocol.

Event description:
On (B)(6) 2019, leica biosystems received a complaint that tissue in 19 cassettes, which had been processed with four (4) hour protocol were "over-processed". On (B)(6) 2019, a leica applications specialist-core histology (fss) visited the laboratory in order to investigate the circumstances involved in this complaint and to provide applications support. The fss documented the following information: "talked with the customer and discussed why 4-hrs protocol is inappropriate for biopsy samples. We helped the customer optimize protocols for the tissue size. We reiterated the leica tissue size recommendations. Created protocols with the customer to help optimize processing. Pathologist review with the slides, approved one protocol that was acceptable. Customer was happy was satisfied with processing of the other tissue types but requested we continue optimize specifically for gi and breast cores. Reviewed bottle configuration and determined it to be acceptable. We discussed the limitations of metal mesh cassettes for biopsy and recommended plastic mesh cassettes." On (B)(6) 2019, the fss documented that: "customer tries to run biopsies on a 4-hrs run rather than the recommended 2-hrs run because that's how long they were previously running on the excelsior es...all tissue diagnosed." This information was received by leica biosystems (B)(4) on 09 may2019.